Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue via tfs defect 565071. The root cause was found to be stack damage by user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under anesthesia was about to undergo an atrial fibrillation (afib) procedure. Immediately after the catheter was inserted into the patient, while the doctor was attempting to view the fossa ovalis for transseptal access, there was no image displayed on the ultrasound system. The doctor removed the catheter and used a new catheter as well as a new ultrasound system to continue and complete the procedure. There was a delay of 15 minutes while replacement catheter and ultrasound system were obtained. There was no loss of data and there was no patient adverse event reported. No additional information was provided.